Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon deflation failure occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for pre-dilation. However, the balloon did not deflate despite multiple attempts at negative suction. The balloon remained stuck to the guide catheter, preventing proper retrieval and handling of the system. The system was removed, and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. An image of the device was provided by the customer, but it showed no visible defect or apparent damage.

Event description:
It was reported that balloon deflation failure occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for pre-dilation. However, the balloon did not deflate despite multiple attempts at negative suction. The balloon remained stuck to the guide catheter, preventing proper retrieval and handling of the system. The system was removed, and no patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid third of the circumflex artery. The balloon was inflated at 12 atmospheres for 5 seconds. The non-deflating balloon was removed up to the proximal edge of the guide catheter, after which the entire system was removed in less than a minute. A dissection was observed proximal to the original lesion, which was subsequently covered with a stent. The procedure was completed using another balloon catheter.